Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump not working and completely shut off. The customer¿s blood glucose level was 358 mg/dl at the time of the incident and other relevant blood glucose level was 56 mg/dl. Customer also stated that the insert battery alarm did not display on the pump screen. Customer states the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. Advised to press and hold the back button for 30 seconds and to insert new aa battery. Display did not return after pump restart. The customer was advised that insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. No unexpected low alert during testing. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).